Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the customer complaint of a torn/punctured audio bolus button was unable to be duplicated and was not observed. The keypad was found to be torn next to up symbol. All buttons functioned normally when tested. The keypad was removed and evidence of contamination was observed under the up and down contacts. Unrelated to the initial complaint, the display was observed to be faded and the letters had a reddish tint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter stated that the audio bolus button was torn and unresponsive. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.